Event description:
A male with a history of hypertension and nosebleed and a previous history of c6-7 cervical surgery and tonsillectomy had an aortic neck approximately 30 mm in diameter and 15-20 mm long and a 6.5 cm abdominal aortic aneurysm and underwent repair in 2008. Magnification was used to do serial arteriograms to identify the renal artery takeoffs. The flex main body graft was then partially opened. When satisfied that the graft was below the renal, the physician decided to deploy the proximal fixation because of the large aneurysm to prevent migration. After this, the graft was opened up down through the iliac vessel. Next, attempts were made to cannulize the contralateral gate from the left side. This however, was not able to be done. It was difficult to locate the gate and to get into it. At this point the physician decided to snare it from a contralateral approach. The graft was then fully deployed. Both iliac leg grafts were placed and then the coda balloon was used to balloon at the top of the graft and then down the iliac limbs of both grafts and the overlapping sections of the graft. An arteriogram was done and this showed good flow to both renal arteries, good flow through the graft and no signs of endoleak. The patient tolerated the procedure well without problems and had palpable popliteal pulses bilaterally and doppler posterior tibial pulses. The patient appeared to suffer from post-surgical spinal cord ischemia.

Manufacturer narrative:
Evaluation: still under investigation.